Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined. However,the customer did trouble shooting and they discovered that the main control pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was showing vent inop, motor fault, circuit disconnect and low ve alarms continuously. There was no patient involvement associated with the reported event.